Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, approximately two and a half years post-implantation, the patient is reporting pain and stiffness. No revision procedure has been supported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00288, 3007963827-2022-00289, and 3007963827-2022-00290. Medical devices: femur cemented cruciate retaining (cr) standard left size 10 catalog#: 42502606801 lot#: 64491826. Articular surface medial congruent (mc) left 11 mm height catalog#: 42512100911 lot#: 64438726. Tibia cemented 5 degree stemmed left size g catalog#: 42532007901 lot#: 64468692. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a5, b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.